Event description:
Product analysis for the lead was completed and approved on (B)(4) 2015. The electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported on (B)(6) 2015 that a patient was having a prophylactic generator replacement and high impedance was found upon interrogation during pre-op evaluation. The explanted generator was replaced, but the high impedance was detected again. The surgeon decided to replace the lead during surgery. The surgeon did not visualize any lead breaks. The patient's mother had noted that she believed the high impedance was first found around (B)(6) 2015. After the generator and lead were both replaced, the impedance was normal. Therefore, it is believed that the high impedance was due to the lead. The explanted generator and lead were received for analysis on (B)(6) 2015. Product analysis for the generator was completed and approved on (B)(6) 2015. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Product analysis for the lead is currently underway but has not been completed to date.